Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders and the pump were microscopically examined, and leak tested. Testing of the cylinders revealed that for the first cylinder, there was a hole and wear at folds in the proximal, middle, and distal ends, and a leak at the corner of a fold in the proximal end. For the second cylinder, there was a hole in the kink resistant tubing (krt) from sharp instrument damage, as well as a hole at the corner of a fold in the middle of the cylinder; leak testing confirmed a leak in the krt from sharp instrument damage and a small leak at the fold in the middle. Regarding the momentary squeeze (ms) pump, under microscopic observation contamination (bodily fluid) was found within the pump; however, the ms pump passed leakage testing. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device history record (DHR) review was unable to be performed as the lot number is unknown. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of device has a fluid leak was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the leaks identified in both cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the cylinders presented holes and a fold in the proximal end of the cylinder, both cylinders did not pass the leakage tests. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. There was no additional information provided.